Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# amt9b. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# tplub. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental. Not returned to the manufacturer.

Event description:
Rep reported revision surgery for patient of a total left knee. Patient was in pain, patella left in place.

Manufacturer narrative:
An event regarding pain & revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review. Device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event could not be confirmed with the information provided. Further information such as device evaluation, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Rep reported revision surgery for patient of a total left knee. Patient was in pain, patella left in place.